Manufacturer narrative:
Evaluation of the returned jetd confirmed a mid-shaft fracture. If the jetd is forcefully manipulated against resistance during use, damage such as a kink may occur. Further manipulating of a kinked device may worsen to fracture. Further evaluation of the device revealed additional kinks. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system jetd reperfusion catheter (jetd), benchmark bmx96 access system (benchmark max), and penumbra system 3max reperfusion catheter (3maxc). It was reported the patient anatomy was tortuous. During the procedure, the physician attempted femoral access using the jetd, benchmark max, and 3maxc. However, the physician was unable to advance the jetd past the v4 segment. After several attempts, the physician decided to go radial. When pulling the access out, the physician experienced slight resistance, and the jetd broke at the mid to proximal shaft and unraveled. The procedure was completed using a new jetd and the same benchmark max and 3maxc, resulting in thrombolysis in cerebral infarction (tici) grade 3 recanalization. There was no report of an adverse effect to the patient.